Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: the pump powers on with audible tones. Unable to test audible tones during audio bolus due to missing bolus button. Unable to obtain reading for step 6 due to missing bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump¿s vibratory tones were not functioning correctly. Recently, the pump had emitted one beep after 3 units of delivery as opposed to 3 beeps after each unit like the pump used to. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.